Event description:
Medtronic received information that during attempted deployment of this transcatheter bioprosthetic valve the delivery catheter system (dcs) started clicking after the capsule was opened approximately 0.5 to 0.8 mm. Upward pressure was applied to the macro slider with the implanters left thumb while turning the microknob, which did not resolve the issue. The valve and dcs were removed and a new valve/dcs were selected. During the second transcatheter bioprosthetic valve placement the anatomy appeared complex (horizontal) and kink/bend on the dcs was about 4 cm from the nose cone (about 2.5 cm from the dcs tabs, normally it is around 1cm). No images or films of the implant will be provided. The second valve was implanted with difficulty placing in the correct landing zone however no clicking was noted. After deployment of the second valve, aortic insufficiency was noted (valve appeared to be placed high due to complex anatomy) and post dilation was performed several times with no improvement. Subsequently, the patient experienced a myocardial infarction after the implant of the valve and is still recovering. The source of the mi was not known. The first attempted valve and dcs will be returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was returned coiled in a heat-sealed pouch with a valve loaded in the capsule, and a 1.5 centimeter gap between the plunger tip and the distal end of the capsule. A kink was observed on the proximal end of the capsule. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. Tiny kinks were observed on the distal end of the capsule. The plunger tube was slightly bent. A deployment simulation was then performed using a glass arch and another manufacturer¿s .038 diameter guidewire. Before deployment, the prescribed stretching technique was administered to close the capsule completely. To proceed, the loaded delivery system was seated in the arch with the plunger tip outside the annulus. To retract the capsule, the micro knob was used. Initial resistance was observed but deployment began; after 10 turns, a click was noted with no capsule movement. The macro cursor was then lifted per the instructions for use (IFU) recommendations, and with little difficulty, the capsule began to actuate resulting in successful bench-top deployment. A supplemental report will be filed when the investigation is completed.

Manufacturer narrative:
The product has been returned; however, analysis has not yet begun. Upon completion of analysis this event will be updated and a supplemental report filed. (B)(4).